Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was initially reported that the patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 37 and 48 hours. The adhesive was noted to be wet. The complaint was originally coded for leaking during wear. Investigation of the returned device found an external tear in the cannula.